Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "valve leaked with pressure on implant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on patch and posterior side assessed as surgical damage. ¿ valve leak and/or damage: observed delamination on the valve assessed as adhesive failure. Additional observations: ¿ observed creases on the device. ¿ white particles observed inner the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a4, b5, b6, d9, h3, h6.